Manufacturer narrative:
Analysis of the returned spacer revealed no anomalies or defects; the device was completely intact and exhibited normal device characteristics. The device passed the functional test, engaged with a known working inserter, and the cam lobes deployed without resistance.

Event description:
It was reported that the screw of the indirect decompression spacer came out during the implant procedure. The procedure was completed with another of the same device.

Event description:
It was reported that the screw of the indirect decompression spacer came out during the implant procedure. The procedure was completed with another of the same device.